Manufacturer narrative:
Date sent to the FDA: 09/17/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on (B)(6) 2007 and mesh was implanted. The patient immediately suffered severe pain and a blockage in the urethra rendering her unable to urinate independently. Also, she continued to suffer from severe incontinence, pelvic pain and infections on an ongoing basis. The patient has undergone various medical procedures including but not limited to various surgical procedures in an attempt to remove the eroded mesh. Attempts at mesh removal have been unsuccessful. She continues to live in pain and has sustained permanent and debilitating injuries . No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui. It was reported that patient underwent removal of mesh on (B)(6) 2010 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.